Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call of button error on her daughter's insulin pump. The customer's blood glucose at the time was 178mg/dl. The customer states the keypad was unresponsive in the carb screen, and they could not clear the button error alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.